Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
A perforation of the right ventricle occurred.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported perforation and subsequent patient death remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During the procedure, a perforation of the right ventricle occurred, and the patient expired. Following advancement of the catheter into the heart, a perforation was observed in the right ventricle and a cardiac tamponade was observed via echocardiogram. A pericardiocentesis was performed, but did not resolve the issue and the patient expired. The physician noted that the patient's pre-existing state of health contributed to the event. There were no performance issues with any abbott device.